Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample a particulate matter was found inside the fluid path. The cause of the reported issue was investigated through CAPA and the issue was found to be related to a manufacturing process issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one empty container, with connector, had an unknown amount of particles present inside the device. This event occurred before patient use. There was no report of patient injury/adverse events, nor medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.